Manufacturer narrative:
Patient: no patient involvement. Device: device operates differently than expected component: cable. The manufacturer does not repair third party sternal saw units; there will be no part return. The customer does not have a certificate of medical necessity (cmn) on file. No additional action will be taken at this time.

Event description:
It was reported that during the use of the device for a non-clinical activity, they have about three or four flexible drive cables that need repaired. When hooked up to the sternal saw, they do not work. There was no patient involvement.